Manufacturer narrative:
Other applicable components are: product ID: 3587a, lot# lb2359, implanted: (B)(6) 2003, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension.. Product ID: 3487a-45, lot# j0204981v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-45, lot# j0205042v, implanted: (B)(6) 2002, product type: lead.

Event description:
Additional information reported that no actions or interventions had been taken or were planned at the time. The cause was reported to be unknown.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 3587a lot# lb2359 serial# implanted: (B)(6) 2003 explanted: product type lead product ID 7495lz51 lot# serial# (B)(4) implanted: (B)(6) 2003 explanted: product type extension product ID 7495lz51 lot# serial# (B)(4) implanted: (B)(6) 2002 explanted: product type extension product ID 3487a-45 lot# j0204981v serial# implanted: (B)(6) 2002 explanted: product type lead product ID 3487a-45 lot# j0205042v serial# implanted: (B)(6) 2002 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient presented for surgery because she had two systems implanted and wanted to consolidate those systems into one 16 contact battery. The patient reported to the physician in the office prior to the surgery that she was getting sufficient coverage from her stimulators. The case started earlier than expected, so the rep was unable to check impedance before the start of the case. During the procedure, both batteries and one set of extensions were removed. A pocket adapter was attached to the remaining extensions and hooked up to a new ins. The two leads that were cervical-epidural were attached to an extension and hooked up to the same ins battery. After everything was in place and before the pocket was closed, the physician declined when asked to check impedance. When the rep was in the post anesthesia care unit with the patient, an impedance check was performed and 14 of the 16 contacts had impedance >10,000 ohms. Only contact 0 and 3 had normal impedance values. The rep informed the physician of this and he said that he would likely replace all of the leads in the future since he was unsure if they were working prior to the start of the case. The rep was unable to program around these impedance issues as the patient did not feel stimulation in the right area using only contacts 0 and 3. The issue was not resolved and no intervention was planned as of (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.